Manufacturer narrative:
No samples were received for investigation of pr (B)(4), in which the customer has stated: "connector with backflow of blood causing catheter obstruction." The product in use at the time is reported to be a 2000e7d from lot 1024928. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024928 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare, and that there is currently no trend for reports of this nature against the smartsite product.

Event description:
It was reported that bd alaris smartsite needle-free valve had backflow the following information was received by the initial reporter with the following verbatim: connector with backflow of blood causing catheter obstruction.